Manufacturer narrative:
Additional information provided cad investigation determined that the following medications were infusing at the time of the event: insulin, fentanyl, heparin, dexmedetomidine. Additional information provided: weight.

Event description:
The customer reported a device with an 800.8000 error code during a procedure and shut down all channels. The event occurred in csicu.

Manufacturer narrative:
The customer¿s report of 800.8000 error code was confirmed in the event log and replicated during testing. Review of the log analysis shows channel d, sn: (B)(4) was selected at 1:00pm and then a 30 minute delay was programmed. Start was pressed for sn: (B)(4) while on another channel (sn: (B)(4) channel c) was selected at the same time at 1:00pm, causing the pcu to enter an error state. When start is pressed again on the device being programmed for a delay (at 1:00pm with sn: (B)(4)), it causes a system error 800.8000.0. The user¿s last interaction prior to the system error were a series of programmed delays, which were replicated on the pcu and pump modules. Upon confirmation of the second program delay the pcu alarmed and displayed ¿system error, code 255-16-275. All connected pump modules displayed ¿communication error¿. The root cause was due to programming data being out of sync between the pcu and 2 pump modules. The effect of this is the pcu software tries to access data that is non-existent. The root cause is a software defect that allows deselection of the channel before the active program is cleaned up.

Event description:
The customer reported a device with an 800.8000 error code during a procedure and shut down all channels. The event occurred in csicu.